Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return

Event description:
2 broken replacement heads snap and turn sideways. Oral-b [device breakage]. Case narrative: consumer via chat stated that they had two broken oral-b toothbrush replacement heads. They reported that the oral-b toothbrush heads snapped and turned sideways. No injury was reported. 07-aug-2023 follow up via chat: the suspect product was oral-b power oral care refills crossaction eb50 brush set. No injury was reported.

Event description:
2 broken replacement heads...snap and turn sideways - oral-b [device breakage] . Case narrative: consumer via chat stated that they had two broken oral-b toothbrush replacement heads. They reported that the oral-b toothbrush heads snapped and turned sideways. No injury was reported. (B)(6) 2023 follow up via chat: the suspect product was oral-b power oral care refills crossaction eb50 brush set. No injury was reported. (B)(6) 2023 follow up via phone: the consumer was a female. No injury was reported. (B)(6) 2023 case update: the suspect product was oral-b power oral care refills floss action eb25 brush set. Based on product return and pictures provided, the case was not reportable anymore - only wobbly. No injury was reported.

Manufacturer narrative:
(B)(6) 2023 case update: no investigation required since no problem occurred. Case not reportable anymore.